Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the product has fractured and all the pieces were returned. Inspection also found the product has some discoloration. Device history record's (dhrs) not reviewed as the returned product shows signs of wear, the hardness specifications are conforming, and there is no patient, user, or stakeholder harm. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during inspection the forceps were found to be fractured. No patient involvement or impact was reported. No additional information is available at this time.